Event description:
The following information was provided: a patient who underwent mako uka approximately six months ago (around (B)(6) 2025). On (B)(6) 2026, the revision surgery was decided due to loosening of the tibial base plate. Also, signs of fracture are present near the intercondylar eminence of the tibia. The revision surgery will be performed on (B)(6) 2026.